Event description:
New information indicated the patient was asymptomatic due to this event.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a post-op follow up. Upon interrogation, it was observed the right ventricular lead had intermittent loss of capture due to variable threshold. Programming changes were completed to address this issue. The patient was discharged.